Event description:
The customer stated that she was connected to the infusion set during the manual prime. The customer stated she primed two times and she was connected both times. The customer stated she may have received 60 units of insulin. The customer's blood glucose was dropping during the phone call and the paramedics were called for assistance. The customer was advised never to be connected to the infusion set during the manual prime. The customer understood.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.